Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the moderately tortuous right coronary artery. The lesion was predilated with a 3.00 x 12 mm non-compliant balloon. A 3.50 x 38 mm synergy was deployed at 14 atmospheres and post dilated with a 3.50 x 12 mm non-compliant balloon. A type b, flow limiting dissection was observed at the proximal edge of the stent. The patient experienced chest pain. A 3.50 x 12 mm synergy was implanted to cover the dissection. The procedure was completed and the patient was stable and fully recovered.

Manufacturer narrative:
E1 initial reporter address: (B)(6).